Event description:
It was reported that before procedure, a versacross access solution was selected for use. When the product box was received from shipment, it was extremely damaged, there were holes in the box and the sterile pouch was punctured, rendering the product unsterile. Procedure was performed by using a product backup, there were no patient complications. The product will not be returned for evaluation as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.